Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor losing connection could not be confirmed through this evaluation. It was reported the customer was interrogating patient¿s equipment via the system monitor when the monitor lost connection then booted up. The issue occurred around 10:30 am on 25apr2024. Data from the reported event date of 25apr2024 was reviewed. The events captured on the reported date of 25apr2024 at 10:30 am time frame revealed a power exchange was performed from the power module to the 14v batteries/clips at 10:31:37. No atypical power cable disconnect alarm event was captured. Additional information communicated that the recommended action taken was to exchange the data cable regarding the monitor losing connection issue. No further issue was reported since the recommended action was taken. System monitor (serial # vsm-4644) was not returned for evaluation. A root cause that led to the system monitor losing connection could not be determined through this evaluation. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 4, system monitor, outlines how to use the system monitor. Under ¿system monitor interface¿, ¿the system monitor¿s touch-screen interface contains menu-driven and menu-prompted operations that are accessible from six main screens. Six tabs, representing the six main screens, are continuously displayed along the top of each screen. Touching the on-screen tab allows access to the corresponding screen. Each screen has unique system functions.¿ this section includes information on the pump stop button. This section explains that if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. A flashing communication icon appears at the lower left corner of all system monitor screens. The flashing icon indicates active communication between the system controller and system monitor. If the icon is not flashing or has disappeared, complete the following steps: 1. Check the system monitor-power module cable connections. 2. Restart the system monitor. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when healthcare provider went to check the patient's interrogation on the heartmate system monitor, the monitor cut out and the power module alarmed. The monitor then booted. This occurred around 10:30 am on (B)(6) 2024. The patient was placed on batteries. When the devices were looked at again and the patient was placed on the data cable, a new interrogation was run. No event was shown on the monitor prior to 10:30am. A review of the log file revealed abnormal voltage readings when the patient was utilizing the power module. No loss of external power events were recorded. The power module patient cable was replaced.